Event description:
The patient called to report high blood glucose levels. The patient hadn't contacted their doctor because they were able to treat with insulin. The customer said the symptoms of high blood glucose levels that he experienced was fatigue. The customer found during troubleshooting that there was an absence of the no delivery alarm. The customer's blood glucose level was 166 mg/dl. The customer's blood glucose rose to 180 mg/dl to 190 mg/dl. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.